Manufacturer narrative:
H11: the device was received for evaluation. A visual inspection with the naked eye noted a broken occluder feet beneath the twist clamp. The reported condition was verified. The cause of the condition could not be determined; however, exposure to chemical agents such as hydrogen peroxide, alcohol or bleach as listed on product packaging can damage the transfer set materials. A batch review was conducted and there were no deviations found related to this condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
E1: initial reporter first name: (B)(6). E1: initial reporter last name: (B)(6). The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the white twist sleeve of a minicap transfer set was broken. This was identified during an unspecified process step of peritoneal dialysis therapy. The transfer set had been in use for five months and was replaced as a result of the damage. There was no report of patient injury or medical intervention associated with this event. No additional information is available.